Event description:
Received (B)(4) which stated that "the indeflator failed to inflate or deflate during a stent deployment. Another indeflator device had to be used to deploy stent in the vessel." This concerns an encore inflation device. There was no patient injury or complications. The procedure was completed with another device. The reported device was disposed of by the hospital and will not be returned.

Manufacturer narrative:
Although it has been indicated that the used device has been disposed and will not be returned, an investigation is being performed, but has not yet been completed. Upon completion of the investigation, a f/u medwatch will be submitted. (B)(4).